Event description:
It was reported that pump experienced recurring malfunction alarms labeled as malf 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to reset pump independently after receiving reset instructions, switched to multiple daily injections as backup insulin therapy, and was provided a replacement pump by technical support.